Event description:
It was reported that a pump alarmed "close door". It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom caused by a failed upper hook switch. The upper auxiliary assembly was replaced.